Event description:
It was reported that a patient experienced a device site infection (incision/pocket). Antibiotics were required. The implantable ne urostimulator (INCEPTIV) and an adaptor were removed months earlier due to the infection. The issue was reported as resolved, and the patient was re-implanted after the infection went away. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: Product Id: EMBSNV20, Serial/Lot #: MDTB06179, UBD: 01-JUL-2025, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.